Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted 10 days post implant due to perforation. Another rv lead was successfully implanted. No additional adverse patient effects were report. This lead is not expected to be returned